Manufacturer narrative:
We conducted a review of the lot history record for the sensors which may have been used at the time of this incident. We concluded from this review that all sensors were properly inspected and tested in accordance with the approved quality control procedures. Retained product was sampled by completing a visual inspection for contamination. Results indicate these samples passed our inspection criteria for contamination. There were no manufacturing changes (such as a change in the tines, gel or adhesive) that may have caused a patient reaction. Product label states "if skin rash or other unusual symptom develops, stop use and remove." We consider the administration of polysporin ointment is to prevent permanent impairment. Device functioned as intended and did not malfunction. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. It is unknwon if the aspect sensor caused or contributed to the patient's outcome of a skin irritation. The irritation was treated with polysporin ointment which is considered treatment to prevent permanent damage. At the time of this report, it is unknown if the irritation has completely resolved, therefore, we are submitting an MDR.

Event description:
Aspect was contacted on feb. 5th 2007, regarding a sinus endoscopy procedure which occurred in 2007. The surgeon reported the skin was prepped with an alcohol prep pad, prior to the sensor being placed on the right side of the forehead by a crna. Upon removal of the sensor at the end of the surgical procedure, the surgeon described a perfectly circular lesion approx. 2.5-3cm above the right eye brow. The surgeon treated the patient with polysporin ointment. At this time, it is unknown if the irritation completely resolved.